Manufacturer narrative:
It was reported that the battery would lose connection on both power ports of the controller. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The reported event could not be confirmed. The battery was able to connect to a controller; all connections were stable with no abnormalities observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery would lose connection from time to time when the connector was manipulated. This would occur only with this battery and on both ports. The battery was exchanged. No patient complications have been reported as a result of this event.